Manufacturer narrative:
Based on the information provided, the complaint cannot be confirmed. The device could not be evaluated as it was reported not available. (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment of an aneurysm of the right communicans anterior artery, the coil was reported to have stretched during positioning. An attempt was made to remove the coil with endovascular snares and a solitaire unsuccessfully. The coil was fixed in place to the vessel wall using a neuroform atlas successfully. The patient was reported to be doing well. No patient harm or injury was reported.